Event description:
A nurse reported that before cataract surgery an ophthalmic cannula was blocked. The surgery was completed on the same day after replacing with another cannula. No patient impact was reported. No further information expected as customer was unwilling to provide.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. One opened cannula in a zip top bag was received for the report of defective cannula (blocked). The returned sample was visually inspected and was found to be non-conforming as foreign material was observed in the inner diameter of the hub end of the cannula. A functional mass flow test was performed and was found to be non-conforming as the cannula remained occluded. The sample was sent for particle analysis and was visually and microscopically examined, and the presence of foreign material was observed. The foreign material was analyzed using micro-ft-ir and the spectra finds the best match to be poly (ethyl acrylate: methacrylate). A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is manufacturer manufacturing related, caused by adhesive that remained in the hub end of the cannula during the manufacturing process. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. This inspection includes visual inspection for foreign material. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).